Event description:
Registration result was 0.32 and then 0.22 upon re-registration. Everything was assembled correctly and tightened down. Verification result was 1.11. The distal and anterior chamfer cut were about 1 mm deep and as a result we could not press-fit. Case type / application: tka. Per response: did the robot provide the visuals to alert the user? "The robot gave no indication that anything was wrong other than there being higher than average rio-registration values. I don't know what other visual alerts there would be. All checkpoints and bone registrations passed with normal accuracy. Additionally, when cutting, we did not see any red that would indicate that we cut excessively deep." Per response: was the planar probe utilized to measure cut accuracy? "The planar probe was not used to measure cut accuracy. The surgeon could plainly see that the cuts were off and wanted to move on with cementing".

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Registration result was 0.32 and then 0.22 upon re-registration. Everything was assembled correctly and tightened down. Verification result was 1.11. The distal and anterior chamfer cut were about 1 mm deep and as a result we could not press-fit. Case type / application: tka. Per response: did the robot provide the visuals to alert the user? "The robot gave no indication that anything was wrong other than there being higher than average rio-registration values. I don't know what other visual alerts there would be. All checkpoints and bone registrations passed with normal accuracy. Additionally, when cutting, we did not see any red that would indicate that we cut excessively deep." Per response: was the planar probe utilized to measure cut accuracy? "The planar probe was not used to measure cut accuracy. The surgeon could plainly see that the cuts were off and wanted to move on with cementing".

Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako mics was reported. The event was not confirmed. Method & results : product evaluation and results: handpiece mics. Inspected and unable to determine original complaint. Original description not confirmed. Disposition: rtv inspected. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.